Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the stylet was unable to be removed from the left ventricular lead. The lead was not used. The patient experienced heart failure and the procedure was abandoned. The patient was treated with medication.